Manufacturer narrative:
The unit did not have an unlocked lcd keypad connector nor did it have unexpected numbers ramping and scrolling during testing. The unit passed the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. However, the unit had an intermittent button response due to a flattened and creased act button dome switch. The unit had a minor scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report a keypad anomaly. The customer's blood glucose level was 232 mg/dl. The customer also reported high blood glucose levels of 393 mg/dl. The customer treated with a bolus. The customer declined to troubleshoot. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.